Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, it was noticed that the balloon was burst, this does not confirm the reported event of balloon pinhole; however, the burst problem found could have been interpreted by the customer as the reported event of balloon pinhole. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to balloon burst. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with the scope or any other surface could create friction and caused the balloon to burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro giwireguided dilation balloon was used during a procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not inflate due to a pinhole. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro giwireguided dilation balloon was used during a procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon would not inflate due to a pinhole. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event.